Event description:
It was reported that a patient underwent strabismus surgery on an unknown date and suture was used. On (B)(6) 2013, during the post operative appointment, it was noted that the suture was broken. The patient's condition is unknown at present time. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - additional information from the surgeon. The suture did not break, but instead the intact suture pulled out of the tissue.the tissue failed, not the suture.